Event description:
On (B)(6) 2025, a patient with osteoarthritis received unicompartmental knee arthroplasty. On (B)(6) 2025, a postoperative x-ray revealed a tibial condyle fracture. On (B)(6) 2025, the patient was revised to add a bone plate to reinforce the fracture.